Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 654 mg/dl. The customer date of hospitalization was on (B)(6) 2016. The customer declined to troubleshoot for the pump. The customer reported via phone call that they had no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer is reporting past event. Customer was advised to change entire infusion system. Customer was unable to troubleshoot at time of call, unable to determine the cause of the issue. The customer reported via phone call that the insulin pump had damage. Customer's blood glucose at time of incident was 600 mg/dl. Customer stated that there are cracks on reservoir chamber. Customer stated that she dropped the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted during our testing. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. No moisture damage was found inside reservoir compartment noted. However, the insulin pump was received with broken reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no moisture damage was found inside the reservoir compartment, electronic assembly or motor noted. The insulin pump passed the displacement accuracy test.